Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 failing fluid side occlusion during preventive maintenance was due to pressure sensor transducer was dislodged. Upon checking, tech able to identify the pressure sensor transducer was dislodged. Biomed able to fix it correctly and heard the click sound. Able to inspect and retest the device. Everything looks good. Issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 failing fluid side occlusion during preventive maintainance. There was no patient involvement.